Manufacturer narrative:
(B)(6).

Event description:
A report has been received of a suspected allergic/hypersensitivity reaction to the optiflux dialyzer. The following information was reported: twenty minutes into the dialysis treatment, the patient had nausea and vomiting along with a new onset of seizure activity. She then experienced a loss of consciousness with respirations and pulse noted. The patient's chair was immediately lowered and normal saline infusion started, sternal rub done while infusion was running. The patient started to respond after 500 ml was given. The staff attempted to suction mouth but were unable to get yankauer into mouth. Ems was notified and the patient was transported to the ER for evaluation. This facility was contacted for further information regarding this incident. In speaking with the reporter of this event, it was learned this is a new patient to dialysis. Currently, they are trying to determine the estimated dry weight for this patient. For this treatment according to the treatment records, dialysis was started at 0954 without incident until 1158 when the event occurred. The dialysis was discontinued with the patient reported as being responsive at 1200. The patient remained in the unit until time of transfer that occurred at 1417. It was reported that the patient was "confused." Currently, they are trying to determine the estimated dry weight for this patient. Currently, the patient is receiving dialysis with use of a different manufactured brand of dialyzer. The rn stated that at some point, they may try this dialyzer again as the patient is not meeting kt/v guidelines. The md has increased this patient's treatment time. Of note, is that this patient had previously dialyzed uneventfully with this same dialyzer in the past without incident.